Event description:
It was further reported that the cause of the event was the implantable neurostimulator (ins). The stimulation was no longer effective and the ins site was painful. The leads and ins were explanted. The patient had lower back pain at the ins site. It was noted that the patient had a non-serious injury or illness. The patient did not require hospitalization and recovered without sequelae.

Event description:
It was reported that the patient had not used his device for a year or so. He had a weight loss and afterward the device became uncomfortable. It was also no longer effective on his pain. The system was explanted. Additional information has been requested but was not available as of the date of this report. When received, a supplemental report will be submitted.

Manufacturer narrative:
Concomitant medical products: product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2011, explanted: (B)(6) 2014, product type: lead. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2011, explanted: (B)(6) 2014, product type: lead. Product ID: neu_unknown_prog, serial# unknown, product type: programmer, physician. (B)(4).